Event description:
It was reported that during the manual articulation and insertion of the rsp glenoid head, the threaded portion of the inserter broke off in the implant. The morse taper was well fixated, so the implant was not removed.